Event description:
It was reported that the patient inflatable penile prosthesis (ipp) cylinders would not pump after six weeks of implantation. During procedure, fluid was noted and it appeared to be from the connection between the right cylinder and pump at the connector site. It is believe to have resulted from shortening of the tubing in a previous procedure. The entire ipp cylinder and pump were removed and replaced with a new one. The reservoir was left implant because it was tested to be functional. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Event description:
It was reported that the patient's ams 700 cx inflatable penile prosthesis (ipp) cylinders would not pump after 6 weeks post (B)(6) 2019 surgery. The left side appeared to have a bulge due to twisted cylinders. Another revision surgery was scheduled to correct the bulge. At the time of the procedure, a penile incision was made and presence of fluid was noted. It was further noted that the leak appeared to have originated from the connection between the right cylinder to the pump at the quick straight connector site. During the (B)(6) 2019 surgery, the doctor shortened the tubing because it was too long. It was stated that he perhaps did not get the connector on the tubing tight enough thus causing fluid leak. The reservoir tested and appeared to be good so it was not replaced. The ipp pre-connected cylinders and pump were removed and replaced with a new one. No further complications were reported in relation to this event.

Manufacturer narrative:
Cylinder 1 was visually and functionally tested and no leaks or damage were identified. Cylinder 2 was leak tested and a leak on the cylinder body was identified. Functional test confirmed the leak and visual inspection revealed the leak was due to damage from a sharp instrument. The pump was visually inspected and found to be contaminated, therefore further testing was unable to be completed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 22909521-009 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Label review, risk review, and ship history not required per cis product investigation wi, (B)(4). Based on a thorough review of the reported complaint and the sharp instrument damage identified during analysis, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.